Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that the button of the silent nite 3d appliance broke. The patient first used the device on (B)(6)2024 and reported on (B)(6)2024 that the button of the device broke while using the appliance. The patient discontinued using the device (no date provided), no harm/injury/adverse consequences reported. No information on how the device was maintained.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: case# (B)(4) was manufactured with glidewell tuffsplint appliance resin lot# 6217066. The manufacturing router was reviewed for glidewell tuffsplint appliance resin lot# 6217066 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported device was returned, but not in the original packaging. The device was missing a connector, and an anchor was broken off of the device while still being attached to the other connector. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was mostly clear and transparent as there were some discolorations on the device. General cleanliness - the returned device appeared to be not fully clean as there was colored matter on the inside of the device. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).